Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was no power up. It was also noted that the spacer between the main processing unit (mpu) and the link electronic module (lem) circuit board was broken. The power supply was replaced. (B)(4).

Event description:
It was reported that the programmer was unable to power up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.